Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer reported they replaced the flow sensor and the issue is resolved. No investigation by ge healthcare.

Event description:
The hospital reported a flow sensor malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.